Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted for permanent contraception on (B)(6) 2015. On (B)(6) 2015 the patient experienced pain and went to ER (emergency room) for CT scan and ultrasound which showed that the left placement was fine but right placement was in endometrial cavity. Essure was not removed. The event was ongoing but patient was otherwise okay. No further information was provided. Follow-up received on 23-apr-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 24-apr-2015: the essure lot number used was c22913. It was reported that the device found in endometrial cavity was removed with graspers. Another essure was inserted on 22-apr-2015. The product technical complaint investigation and final assessment were received on 01-may-2015. (B)(4).the ptc assessment was updated upon lot number receipt. Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 05-jun-2015: no new information was received. Follow-up information was received on 06-jul-2015 via essure health care provider pregnancy questionnaire. This case was upgraded to incident. Patient's weight and height were provided. She denied any previous gynecological interventions, gynecological problems or procedures and any other relevant medical history or concurrent conditions. General anesthesia was applied during essure insertion procedure. The insertion was considered easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. On (B)(6) 2015 essure was removed by hysteroscopy with graspers and another essure device was placed in right tube. Hysterectomy or salpingectomy was not necessary. She recovered from the removal procedure. The symptoms/pain resolved after surgery. On (B)(6) 2015 an ultrasound was performed. Patient was in excellent health. No further information was provided. Follow-up received on 13-jul-2015: ptc assessment updated without major changes. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she experienced pain and went to emergency room for CT scan and ultrasound which showed that the left placement was fine but right placement was in endometrial cavity - expulsion of device from right tube. This event was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, this event was diagnosed about 7 days after essure insertion. She had essure removed by hysteroscopy with graspers. Hysterectomy or salpingectomy was not necessary. Given the event's nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.